Event description:
The customer reported no image on display. No pt injuries were reported.

Manufacturer narrative:
The svc rep trouble shot system to the high voltage cable. He removed all connections on i.I. And the tube. Both i.I. And tube removed to facilitate removal and replacement of the hv cable. Cable replaced and a complete op-check of the system was performed. The system operates as intended.